Manufacturer narrative:
G4: pre-amendment this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during device inspection upon arrival to a distribution facility, an aurous centimeter vessel sizing catheter's sterile package was found to be unsealed. There was no patient involvement, as this was noted within a distribution facility.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during device inspection upon arrival to a distribution facility, an aurous centimeter vessel sizing catheter's sterile package was found to be unsealed. There was no patient involvement, as this was noted within a distribution facility. Corrected information: d4 = UDI. Investigation evaluation: reviews of the complaint history, device history record (DHR), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation; however, photos were provided, showing that the top of the package was not sealed. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and review of customer supplied photos suggests that there is evidence the device was manufactured out of specification; however, there is no evidence of additional non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing and quality control deficiency contributed to this event. Cook has determined this to be an isolated event, and responsible personnel were notified. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.